Event description:
It was reported that the safety mechanisms on an unspecified number of bd cathena¿ safety IV catheters with bd multiguard¿ technology failed to activate and retract the needle during use. The following information was provided by the initial reporter: "it was reported by customer that there is an issue with the hub not retracting over the needle. This happened at multiple locations on multiple floors/units. Not an isolated issue but isolated to this lot".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanisms on an unspecified number of bd cathena¿ safety IV catheters with bd multiguard¿ technology failed to activate and retract the needle during use. The following information was provided by the initial reporter: "it was reported by customer that there is an issue with the hub not retracting over the needle. This happened at multiple locations on multiple floors/units. Not an isolated issue but isolated to this lot".

Manufacturer narrative:
H.6. Investigation summary: a trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. The appropriate personnel have been notified of this complaint. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.